Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. Review of the device activity log found no evidence of the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a biomed testing the device, the associated defibrillator was unable to detect the attached paddles. Complainant indicated that there was no patient involvement in the reported malfunction